Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, after firing the divice the cartridge fell out into the abdomen. Retrieved through the trocar with a grasper. The customer used another like device to complete the case with no patient consequence.